Event description:
It was reported the device was used during a sigmoid colectomy. It was reported the surgeon used circular stapler sizers to determine the correct stapling device to use. The surgeon choose to use the ecs29 and when the stapler was "advanced" the proximal end of the bowel tore. The rep asked if the detachable head assembly was off and the nurse said yes, "this is what ripped the bowel." The rep tried to obtain further clarification and the nurse became frustrated and said the surgeon performed the procedure properly. The rep asked if the surgeon was a first time user and the nurse was unsure if the surgeon had ever been in-service. The nurse said the surgeon did request the hospital switch to the co's ecs devices. The rep has no info regarding the surgeon's level of familiarity with the product as surgeon just obtained this territory approximately two weeks ago. At this point, the surgeon switched to a smaller sized ecs (size unknown) and fired this device. The anastomosis was not complete (this is all the detail the nurse would provide) and the surgeon completed the anastomosis by hand-suturing the bowel. This added approximately two hours to the case. There was no consequence to the pt. The nurse that provided the info to the rep about the incident was not in on this procedure. The reporting nurse was only relaying the info for another nurse who was scrubbed in on another case and cold not speak to the rep. 12/20/1999; the rep stated that further info was obtained and found that the surgeon did use cdh spacers. Two circular staplers were used #29, then one#25, before the surgeon switched to hand suturing the anatomy. The rep stated that on 12/14/1999 she visited the surgeon's office to make contact but was refused by the office staff to speak with the surgeon. The risk mgr called and stated the pt is doing fine. She was under the impression that the instrument had been discarded by the o.r. Staff. The pt indicates the instrument was returned for analysis. Message was left for the rep for clairification.